Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer stated that the cuff is thin and a break occurred two days after insertion. A non-routine replacement of the tube was required.